Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient became hypotensive after pulmonary vein isolation (pvi), posterior focal ablation, roof line and anterior mitral line ablation were completed. Cardiac tamponade was confirmed by intracardiac echo (ice) and eco. Pericardiocentesis was performed to remove 700ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. The physician did not comment on the cause of the event. No bwi product malfunctions were reported. Transseptal puncture was performed with a baylis needle. There was no evidence of steam pop during the ablation. The flow settings of the irrigated catheter were per instructions for use (IFU) recommendations. No error messages were observed on any bwi equipment. The force visualization features were utilized via the dashboard, vector, and visitag. The parameters for stability that were used with the visitag module force over time (fot) 3g 25%, 3mm tags, 2mm for 4 seconds. Visitags were colored by force time intervel (fti) and toggled with impedance drop.